Event description:
On (B)(6) 2012, it was revealed upon the investigation of the consumer's returned blood glucose meter that the first digit is missing in the lcd screen. Meeting the requirements of an medical device report.